Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not power up. Analysis of the log file showed a flex vision pc malfunction. The host-pc failed to establish a connection with the flex vision-pc. Upon troubleshooting, the fse found that there was no power at the rear of the m-cabinet. Power from the main breaker was verified and found to be present. Further inspection revealed that the teal unit was in the off position. The customer team had previously checked the internal fuses, which led to the unit being powered off. The fse confirmed power was present at the teal input, powered it on, and observed the system begin to boot. The ups also powered on and came online. Once the teal unit was activated, power was restored to the m-cabinet, and the three indicator lights on the gpdu confirmed power distribution. The system was then powered on using the control desk power button and began booting. However, the flex vision pc initially failed to boot. The fse manually powered on the flex vision pc using its front panel button, after which it successfully started. There was a reoccurrence of the issue, which was resolved by replacing the flex vision pc. The system was power-cycled multiple times and consistently booted up correctly. The issue was resolved by restoring power to all components and ensuring proper boot-up sequences using the control desk. After restoring power to the pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.